Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 20225. On (B)(6) 2025, it was reported that when the patient woke up, her dexcom "reading" was 109 mgdl but she felt dizzy, nauseous, thirsty, heavy on chest 6 days after the sensor was put on the arm. She uses tandem tslim in modified closed loop. She did a finger stick and got a 568 mg/dl bg. She then took a little bit of diet soda and water but it did not help, so she asked her husband to go to hospital. They left around 10:30 am. Once they arrived, a nurse took a finger stick and reads 570 mgdl and kept rising. The highest was 609 mgdl and the sensor was removed at this time as it was inaccurate. She was given saline solution and insulin thru IV and discharged the day of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.